Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set had a connection issue; further described as the coiled low-pressure connector tubing of a non-baxter syringe was ¿popping off¿ as the connection at the septum of a one-link connector was being made. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.